Manufacturer narrative:
H3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse on secondary infusion during testing but there was a patient involved. Both primary and secondary tubing were collected, with the packaging with 2 product codes: (B)(4) and (B)(4). The medication that was supposed to infuse as a secondary was cefazolin 2g/100ml. The rate of the secondary infusion programmed for was 200ml/hr. There were no drops, but the line was primed, with solution in the priming chamber. There was no known patient injury or medical intervention associated with this event. No additional information is available.